Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was unable to communicate with the stimulator. It was noted that the patient had the device for several years and knows how to operate the patient programmer (pp). Troubleshooting included attempting to sync both with and without the antenna, directly on their ins, not through clothing, and ensuring that they were away from any source of potential emi. However, the issue was not resolved so the healthcare provider stated that they would page a manufacturer representative. There were no patient complications reported as a result of this event.